Manufacturer narrative:
Age and date of birth not provided. Gender not provided. Weight not provided. No lot number provided. Lot number not provided.

Event description:
The doctor reported that he was delivering the restoration and tightening it and the abutment screw - an iunihg - fractured. He had not reached 20 ncm yet. Part of screw is in the implant and part is in the restoration. Tooth location #7.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fractured during tightening. The alleged event was non-verifiable without the return of the product. A root cause could not be determined for this complaint.